Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. This issue occurred multiple times. It is unknown how many times this issue occurred.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.